Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. There was no pacing inhibition or asystole of greater than two seconds. Technical services discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).